Event description:
The pt received his scs system including an ipg and percutaneous lead on (B) (6) 2006. The pt reportedly never turns the device off. It was reported that the pt experienced overstimulation when the system was turned off and turned back on. An x-ray was taken to confirm the system connections, but the results of the x-ray are unk. The system was explanted and not returned to ans for analysis. No additional events have been reported since explant.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.